Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for chronic low back pain. It was reported that the patient experienced a loss of therapy and return of symptoms. It was noted that it had not been working and the patient had been taking pain medication but was tired of it and hadn¿t used the device in about a year. The patient previously was able to increase stimulation up to 300v but still didn¿t feel stimulation and now couldn¿t get the settings to adjust properly and had tried replacing the batteries in the programmer but it didn¿t resolve the issue. The patient didn¿t feel any stimulation. The patient checked the ins with the programmer and stimulation was off. Turning on stimulation didn¿t resolve the issue. The patient saw a screen with two little bars whenever they would try to increase and didn¿t see numbers on the screen like they usually did. The patient was increasing stimulation on the group adjust screen. The patient was then able to adjust stimulation and it resolved the issue. The patient increased stimulation on p1 and p2 and felt stimulation on 580v on both p1 and p2 and felt relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.